Event description:
It was reported that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the user observed a system error code. The error code indicated there was a stuck left foot switch and that the switch had been disabled. It is reported that the user rebooted the system; however, this did not resolve the issue. A field service engineer (fse) was dispatched to examine the system and confirmed the stuck foot switch. The fse replaced the sticking foot switch and verified that the system is functioning at manufacturer specifications; however, the fse reports that the stuck foot switch did cause the system to continue moving in a downward motion without a valid command. No patient or user injury was reported.